Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) male patient had impella cp pump inserted in the right femoral for post-cardiotomy cardiogenic shock (pccs). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that five days after impella was placed there was an increase in pericardial fluid and shock were observed. The patient was diagnosed with cardiac tamponade. The physician stated that this event was likely because of the surgery, the effects of subsequent heparin use. As a result, pericardium was placed after the surgery, and the mediastinal was drained. Per the physician the event is likely not related to the device; however, it is unclear. No further information was provided.